Event description:
It was reported that there was high lv (left ventricular) threshold since implant, and as a result the device reached eri (elective replacement indicator) in 2.5 years. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.